Event description:
It was reported to sharps compliance inc on (B)(4) 2012 that a customer was stuck with a needle protruding from a 3 gallon sharps container on (B)(6) 2012. On (B)(6) 2012 at 4:47 pm, (B)(6) called and said she was packaging up a 3 gallon container when she was injured by a needle that was sticking out of it. She said she sliced her finger and is following her company's policies and procedures on injuries on the job.

Manufacturer narrative:
Investigation of actual container not possible due to container not returned to manufacturer. All sharps containers are puncture resistant, not puncture proof. Product labeling on the container states "containers are puncture resistant, not necessarily puncture proof," and instructions for use state "do not overfill (fill line is noted on container label). Lid must fit down tightly. Based on review of previous needle protruding from container reports it is usually the container being overfilled that leads to needle protrusions.